Manufacturer narrative:
The stopcock and syringe malfunction or leakage may potentially impact staining. No delay to testing was reported. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
Customer reported no staining observed on some slides. Issue was attributed to a loose syringe/stopcock. The field service engineer replaced the syringe and stopcock. Instrument was fully operational and returned to service. No indication of patient or user harm. No delay to testing.